Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported by the customer that a patient was on cardiohelp-I and impella. Perfusion went to reconnect the waterlines to the hls set and the customer think they decoupled the disposable from the drive. The cardiohelp-I displayed the error message "disposable error: stop". The perfusionist was unable to restart flow on the pump. Patient began to code. They switched out both (the cardiohelp-I and the disposable) and went back on support. The patient expired the next day. The hospital tested both (the original cardiohelp-I and the hls set) the next day and had no problem establishing flow. Unfortunately, the customer did not save the disposable so it will not be returned. The involved cardiohelp-I will be handle in complaint ot 674811. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported by the customer that a patient was on cardiohelp-I and impella. Perfusion went to reconnect the waterlines to the hls set and the customer think they decoupled the disposable from the drive. The cardiohelp-I displayed the error message "disposable error: stop". The perfusionist was unable to restart flow on the pump. Patient began to code. They switched out both (the cardiohelp-I and the hls set) and went back on support. The patient expired the next day. The hospital tested both (the original cardiohelp-I and the hls set) the next day and had no problem establishing flow. Unfortunately, the customer did not save the disposable so it will not be returned. The involved cardiohelp-I will be handle in complaint ot (B)(4). The affected beq-hls 7050 USA #shls set advanced 7.0 with lot# 3000199071 was requested for investigation. But the requested product was scrapped therefore, a technical investigation could not be performed at the getinge laboratory. The reported failure and the application method described by the customer was evaluated by getinge medical affairs on 2022-10-31 with the following outcome: based on the available correspondence and the customer product complaint single reports (ot#(B)(4)) it appears the disposable de-coupled from the cardiohelp drive interface during the therapy. The system behavior described is consistent with the high priority alarm and the message reported by the clinician at the time of the event. A review of the log files would corroborate the error message reported. The disposable was not retained for further analyses. The hospital performed a functional assessment of the cardiohelp and the disposable the following day. No decrease in performance and/or malfunction was identified. There were no reported functional deficiencies during set-up, priming, and application until the reported event. Based on the proposed root cause, the event may be associated with multiple use errors. During set-up and application, the disposable may not have been properly secured in the hardware drive interface. The drive may have also been displaced from the drive interface during transport or during manipulation of the water lines as described in the complaint. A design mitigation includes a cardiohelp emergency drive to resume flow in the event of a pump stop for all causes. The immediate use of the drive was not reported and the review could not determine whether it was deployed. Based on the information available at this time the cause of the reported failure could be confirmed but was not be attributed to a device related malfunction. The device history review (DHR) records were reviewed on 2022-11-02 and according to the final test results, the beq-015703112 #shls module advanced adul with packaging lot#3000195935 and lot#3000195939 passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 g-660 v04 us chapter4.3.1 safety instructions for the oxygenator: ensure that the device is fitted onto the drive correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. Furthermore, follow the chapter in the instruction for use heart-lung support system cardiohelp system mcv-ga-10000724-en-05 · us. 5.2 preparing perfusion: 5.2.1 attaching the disposable for the the hls retainer. Check that the disposable is securely attached during operation. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).